Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was experienced failure to pace when programmed to left ventricular (lv) lead only. The device remains in service. No additional information is available at the moment.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was experienced failure to pace when programmed to left ventricular (lv) lead only. The device remains in service. No additional information is available at the moment.